Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service confirmed the pump was under warranty and arranged for a replacement to be sent. The customer was instructed to use multiple daily injections as a backup therapy and advised on how to store the pump before returning it to the manufacturer with a pre-paid label.